Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic wedge resection procedure, the three reloads would not close. A new device was open to continue. There was no patient injury.